Event description:
Patient reported he has had two surgeries, and he has been on pain pills since his first surgery in 2005. About 3 months after the first surgery, he began to "pooch out" and about one month after his second surgery he started to "pooch out" again.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.